Manufacturer narrative:
No conclusion can be made. While the clinician has stated the issue to be "definitely related" to the device, based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery. Regarding hernia recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study (B)(6) experienced abdominal pain and hernia recurrence. (B)(6) 2017 - the patient underwent a robotic assisted repair of an intraabdominal umbilical hernia. During this procedure the patient was implanted with a davol phasix st mesh which was fixated with suture. (B)(6) 2017 -the patient reported postoperative abdominal pain. Which resolved without the need for medical intervention. (B)(6) 2018 - the patient reported abdominal pain. (B)(6) 2018 - the patient was diagnosed with a hernia recurrence. The hernia recurrence has been assessed by the clinician as mild in severity, definitely related to the study device, and not related to the procedure. A reoperation is indicated to be required, however, intervention has been taken at this time.